Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative tbhcg results generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for tbhcg and the initial results were in the range 2.59 - 38.00 miu/ml. This sample was re-tested on two different instruments and higher results were obtained (in the range 15.50 - 129.51 miu/ml). A result of 15.50 miu/ml was reported outside of the laboratory. It is unknown if there was an affect to patient or user with regards to this event.

Manufacturer narrative:
Sample was collected in a pst tube. A system check was performed on (B)(4) 2009 and all portions were within specifications. Qc was recovering erratically on (B)(4) 2009. It was repeated multiple times and eventually passed. Qc was within specifications for all levels the day of event. On (B)(4) 2009, qc was erratic for all levels and had to be repeated multiple times. A field service engineer (fse) was onsite (B)(4) 2009: fse performed a preventive maintenance (pm). Low volume matching of the reagent pipettors needed to be run and the dilution test indicated that a reagent pipettor was recovering one parameter high. Fse performed necessary adjustments and verified repairs per established procedures. Although, hardware issues were addressed by the fse, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).